Event description:
A patient alleges burns associatd with a lightsheer hair removal tretament performed on 3/8/2003. The patient had a number of lightsheer hair removal treatments without problems prior to the session on 3/8/2003. The customer stated that the patient is a medium skin type due to active tanning, and the staff suspects that the patient had applied a suntan accelerator, which could made the skin more sensitive to the laser light, prior to the 3/8/2003 lightsheer session. After the 3/8/2003 lightsheer treatment session, the patient complained of pain and burns and reported some crusting and oozing. The customer stated that medical intervention (polysporin) was recommended and used by the aptient. In february 2004, the patient returned for the first followup to the incident and provided post-treatment photographs, from which the physician diagnosed superficial second degree burns. At the time of the february 2004 consultation, the burns had already completely healed.